Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states myon wheelchair the permanent right axle came off the wheel.